Event description:
The user facility reported that a needle "snapped off" in the patient's back during a "trigger point injection". When the physician attempted to pull back the needle after the injection was complete, the cannula was gone. The needle hub end was not saved due to its contaminated condition. The pt was sent to the e.r. Where the needle location was confirmed through fluoroscopy. Follow-up communication from the user facility confirmed that the needle was successfully removed by minor surgery without any further patient complications.